Manufacturer narrative:
Complaint confirmed, the edges of the flute are worn, however further evaluation revealed the device broke approximately 5/8 in from the distal end. Laser markings are faded, indicating the device was likely used multiple times. A likely cause of the breakage is user-applied mechanical forces.

Manufacturer narrative:
Complaint confirmed, the edges of the flute are worn, however further evaluation revealed the device broke approximately 5/8 in from the distal end. Laser markings are faded, indicating the device was likely used multiple times. A likely cause of the breakage is user-applied mechanical forces.

Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the edges of the flute are worn, however further evaluation revealed the device broke approximately 5/8 in from the distal end. Laser markings are faded, indicating the device was likely used multiple times. A likely cause of the breakage is user-applied mechanical forces.

Event description:
It was reported that the ar-9628 is dull due to overuse. No case involvement. This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the edges of the flute are worn, however further evaluation revealed the device broke approximately 5/8 in from the distal end. Laser markings are faded, indicating the device was likely used multiple times. A likely cause of the breakage is user-applied mechanical forces.